Event description:
Event description guidant received information that approximately one month post implant, this implantable cardioverter defibrillator (ICD) displayed a middle-of-life 2 (mol2) indicator. The physician has expressed concerns with the device's longevity. The device has been explanted and returned for analysis. A new guidant device was successfully implanted.